Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The bag/vent microswitch was replaced.

Event description:
The hospital reported that, when the bag/vent switch is changed to mechanical mode, ventilation would not start. The clinician reportedly exchanged the anesthesia machine for a different one. There was no reported patient injury.